Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was holding charge for less and less time. The device setting was very high density. The patient noticed an increase in charging frequency and recharging several times a day was not possible. The mdt data report showed the ins was depleted every time a charging session was started. Additional information was received reporting that this was a sudden change in needing to recharge. The patient almost always recharges to 100%. The patient experienced pain when only when the stimulation was off. A cause was not identified. The action taken to resolve was the device was programmed to cycle mode. It was not known if the event resolved. The ins remains implanted.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient recently needed to slightly increase the stimulation to achieve the same therapy. The patient has not had an accident or fall recently. No shock or jolt was felt. The session report showed the ins has been depleted a couple of times which coincided with the loss of therapy (stimulation usage). The impedances were all within range. The recharge interval for the patient¿s high settings was estimated minimally once per day. This was in line with what was seen in both the session report and mdt data report, and was considered as expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.